Manufacturer narrative:
The customer reported that they will not return the defective pcb. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that their vela ventilator is alarming transducer fault while on patient. The patient was transferred to another device. No patient harm was reported.